Manufacturer narrative:
Patient information was unavailable from the site. No parts have been returned to the manufacturer for evaluation. No parts have returned to the manufacturer.

Event description:
A medtronic representative reported that while in a cranial resection procedure, the navigation system experienced issues with instrument tracking (passive planar and microscope). The issue occurred while in live navigation. Everything was verified to be working normal when the issue occurred. The system was restarted going back into the registration and it would not show the patient anatomy. The software was restarted and the issue resolved. There was a reported delay to the procedure of less than 1 hour due to this issue.

Manufacturer narrative:
The logs for the navigation system were reviewed by medtronic personnel. However, the logs provided no additional insight into the probable cause of the anomaly. The software investigation found that a probable cause was unable to be determined without further information since the on-going investigation proved to be inconclusive based on the information provided.